Event description:
It was reported that the leadless pacemaker exhibited high capture threshold and loss of capture. The device was explanted and replaced. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received yet.

Event description:
New information received indicated that the patient's condition was stable throughout procedure.